Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of the jetstream xc-2.4 atherectomy catheter with a filter wire. The filter wire was received inside the jetstream device. The shaft, tip and blades were microscopically examined. Blood was present outside and inside the device. There was no damage or irregularities to the device. An attempt to remove the guidewire was made; however, the wire was stuck and not able to be removed. Functional testing was performed and the device functioned as designed with no issues or errors. The most probable root cause is user/use error. The dfu states: ¿use only listed compatible guidewires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system." (B)(4).

Event description:
It was reported the catheter became stuck on the guidewire. An atherectomy treatment procedure was being performed on a total occlusion in the superficial femoral artery (sfa) and the popliteal. An antegrade approach was used to access the target lesion. A 2.4mm jetstream xc atherectomy catheter was being used along with a non bsc guidewire and filter. The 1st pass was able to be complete without any problems. The physician wanted to use rex mode to direct the catheter proximally, but the catheter became stuck on the wire. The physician tried to use the rex-button several times, but catheter did not move without moving the wire. The catheter along with the wire and the open filter were able to be removed from the patient with no embolization occurring. It was noted a bubble alarm displayed. The procedure was successfully finished with stents and drug coated balloons (dcbs). No patient complications were reported.